Event description:
The account alleges that during use the device leaked from the device. A new device was used to continue monitoring the patient. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The sample was found to have a crack on the housing of the received 3-way red stopcock. The possible factors involved could be due to the molded-in stress presence in the housing and residual stress due to manufacturing processes. The complaint is confirmed. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.